Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a spline detached from the array. After nine ablations one of the splines detached while the catheter was inside the patient. The catheter was removed without additional intervention and was replaced, and the procedure was completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, it was noted that the spline was detached from the tip of the cage. The spline cage of the catheter was examined on the microscope to look for anything of the spline detachment. Nothing out of the ordinary was noted.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, it was noted that the spline was detached from the tip of the cage. The spline cage of the catheter was examined on the microscope to look for anything of the spline detachment. Nothing out of the ordinary was noted.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a spline detached from the array. After nine ablations one of the splines detached while the catheter was inside the patient. The catheter was removed without additional intervention and was replaced, and the procedure was completed with no patient complications. The catheter has been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a spline detached from the array. After nine ablations one of the splines detached while the catheter was inside the patient. The catheter was removed without additional intervention and was replaced, and the procedure was completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.